Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided: date of event. Product identification/expiry date. Date implanted. Manufacture date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a bilateral total hip arthroplasty in 1997. Subsequently, patient was revised on an unknown side on (B)(6), 2014 due to poly wear and a malpositioned acetabular cup. The acetabular cup, liner and femoral stem were removed and replaced.

Event description:
It was reported that patient underwent bilateral total hip arthroplasties on an unknown date. Subsequently, an upcoming revision procedure had been indicated for an unknown reason. There has been no reported revision procedure to date.

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the initial report.